Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem o lok clip applier instrument was analyzed and found to have grip input disk axis 7 broken into pieces inside the housing. Grip input 6 was cracked. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. No other components near the broken inputs were damaged. Additionally, the instrument was found to have one severely bent grip, causing misalignment of the grip tips. A clip cannot be properly loaded into the clip groove of the grip tips. The grips were not found to have cracking damage. The complaint regarding failed to clip was confirmed by failure analysis. The probable root cause can be attributed to use conditions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem o lok clip applier was able to clip the 1st time but the 2nd time it would not work, failed to clip. Customer was able to load just fine but the jaws would not come together to clip load. Customer was using 2 clip appliers during procedure, proceeded with one clip applier. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip was successfully loaded onto the clip applier outside of the patient; however, the issue occurred prior to clip application and while the surgeon attempted to clamp across tissue. The clip was never successfully applied across the tissue, as the jaws failed to clamp properly. The surgeon also experienced issues with instrument motion, including the jaws remaining static when movement was commanded and unexpected motion of the clip applier during the attempt to clip. The issue occurred on the first clip application attempt. To resolve the issue, a second clip applier was used. The affected instrument is currently being returned to intuitive surgical for further evaluation. No photos or videos of the event are available.